Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, or insufficient preparation prior to use. Reportedly, the lesion treated in this incident was heavily calcified which could have contributed to mechanically damaging the surface of the balloon such that upon inflation, the balloon ruptured. However, without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture has caused or contributed to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the distal lcx with moderate tortuosity, heavy calcification, and 99% stenosis. The balloon ruptured at 10 atm when inflated for the first time. The rupture was an axial one. No additional event or patient information is available.